Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified coronary artery. A 4.50mm x 6mm nc emerge balloon catheter was advanced for dilatation, inflated appropriately, and properly deflated. However, upon removal, the balloon was found to have broken in half. The device was completely removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient fully recovered.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available. It was reported that the device was advanced for dilatation, inflated appropriately, and properly deflated. However, upon removal, the balloon was found to have broken in half. It is possible that the device encountered resistance during removal from the patient, leading to the application of excessive force to fully extract it. However, the exact cause of the break cannot be determined.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified coronary artery. A 4.50mm x 6mm nc emerge balloon catheter was advanced for dilatation, inflated appropriately, and properly deflated. However, upon removal, the balloon was found to have broken in half. The device was completely removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient fully recovered.